Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
This is the first revision of female patient¿s total left hip. Initial operation included a trident shell and securfit stem on (B)(6) 2005. The patient's trident shell was then revised to a tritanium shell with an mdm liner due to instability. The securfit stem remains implanted.